Event description:
The manufacturer received information alleging a ventilator service required condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's active exhalation control module was replaced to address the issue. Additional findings not related to the malfunction/issue had the following parts replaced on the device: 3 way solenoid valve, solenoid valve gasket, tubing blower chassis, tubing system pca, and system board .